Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder procedure, the surgeon observed metal filings falling into the joint space with the use of a lupine saw tooth drill guide. It was noted that one of the teeth of the guide was bent inwards causing the drill to come into contact with it resulting in the reported metal shavings. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. Devices discarded at user facility. The complaint device was discarded at the user facility.

Manufacturer narrative:
Nothing is being returned for evaluation and no lot number has been supplied. However, the cause for the shedding debris has been identified in the complaint verbiage; the inward bent tooth of the drill guide. This type of damage would be attributed to handling, a user issue, which we suggest here to be the root cause of the metal shavings. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.